Event description:
On (B)(6) 2010, pt's mother reported pt is attempting to do a cartridge change and the infusion device is making unusual noises. Mother reported the pt is receiving an e10 (cartridge error) alert from the infusion device. Mother stated pt has switched to his backup infusion device. Verified type of battery in use. Mother reported the battery cover has never been changed. Advised to change with every 4th battery change. Had pt attempt to change the cartridge process during the call; piston rod retracted but the motor of the piston rod is making a fizzing or sputtering noise which is unusual. Pt reported the piston rod was spinning but seemed stuck. Pt stated the piston rod is not cracked or loose. Pt reported the issue started on (B)(6) 2010. Pt started insulin has spilled in the chamber 2-3 months ago but only a small amount; 2 drops. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.